Manufacturer narrative:
Available information indicates that this device remains in service. As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) underwent a invasive procedure. The physician thought that the patient had a competitor's device in service, when in reality, a boston scientific device was in service in the patient. The device was therefore not able to be interrogated due to the use of the competitor's programmer. The boston scientific device had been implanted in (B)(6) 2010. The physician decided to place the device back in the pocket. The device was checked and was operating normally. No adverse patient effects were sustained from the procedure.